Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The cannula of the infusion set came away from the patient's skin and insulin was not administered for a "number of hours." An insulin leak occurred due to the cannula being removed from the patient's skin. The patient's blood glucose levels were between 14.0 mmol/l and 16.0 mmol/l on an unknown device and her ketones were 7.2. The patient had symptoms of severe vomiting and fatigue. The patient was transported to the hospital by ambulance at 3:00 p.m. On (B)(6) 2019. The patient was treated with saline, glucose, insulin, and anti-sickness medication. The patient was released from the hospital on (B)(6) 2019.